Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Isi fse replaced integrated electrosurgical unit (iesu) due to error c-54 at start up. The system was tested and verified as ready for use. Isi received the iesu part involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint of "error c-54 on start up". The unit will be returned to original equipment manufacturer (OEM) for repair. Tableau report review was performed. Per the review, the following was confirmed: system serial # (B)(4)., event date (B)(6) 2022, console surgeon-dr. (B)(6) and procedure name/category-updated to urology/adrenalectomy. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed multiple errors c-34 hf voltage too low in on state occurred during the surgical procedure that were related to the reported complaint. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted adrenalectomy surgical procedure, an error on erbe while starting the procedure with handheld laparoscopic instruments was received. The electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically without third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, there was an error on erbe while starting the procedure with handheld laparoscopic instruments. Intuitive surgical, inc. (Isi) technical service engineer (tse) suggested hard power cycling the erbe and there was no change. The isi tse suggested using a third-party generator, but the customer was not able to get the cautery activation cable fully connected to the third-party generator. The customer stated that they will use foot pedals on the third-party generator and continue with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on (B)(6) 2022 and obtained the following additional information: the issue was identified during the procedure, after port placement and after the patient side cart (psc) was docked. The system functionality was checked upon powering on the system and erbe appeared to be fine. The erbe powered on with no errors. The error message on the screen with an audible alert/monopolar and bipolar insurgents did not get activated when the surgeon used the surgeon console foot pedal. The customer used a third-party machine and a bifurcated blue energy cord.